Event description:
Information was received from a consumer regarding a patient receiving baclofen, clonidine, and dilaudid via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient reported that his first pump lasted 4 years. Per the patient, right after the implant in 2000, he was in a coma. He stated that the nurse was filling the pump and he felt like he was ¿in an aura¿ and felt ¿out of it¿. He stated he couldn't pee and was ¿overdosed by baclofen¿ and passed out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.